Event description:
The pt reportedly experienced sound quality issues and decreased performance with her device. The pt also reported mild dizziness and headache. Testing performed showed the device was functioning. CT scan was normal. Surgery to explant the pt's device will be scheduled regardless of the CT scan results.